Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) need assistance on 8100 s/n (B)(4) is showing check IV set error, would like to know how can troubleshoot this issue. I suggested to run analog sensor test to verify bottle side and patient side transducer sensor if reading close to zero voltage or 5 volts that transducer would be faulty and need to replace the bad sensor, if not the sensor it might be a faulty ail assembly or the logic board. If the logic board is bad, I also suggested to send the pump module in to be repair. He can start with level 1 flat repair rate.